Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole 4mm from the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a calcified distal right coronary artery. The 2.50mm x 15mm emerge balloon catheter was advanced to the lesion when is ruptured at 12 atms upon first inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a calcified distal right coronary artery. The 2.50mm x 15mm emerge balloon catheter was advanced to the lesion when is ruptured at 12 atms upon first inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good